Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifi oi catheter was selected for use. It was reported that the temperature did not increase during ablation. A different catheter was used to successfully complete the procedure. No patient complications were reported.